Event description:
The user facility reported a patient with cardiomyopathy was on an impella 5.0 for mechanical circulatory support. It was reported that despite advice against the using trans-esophageal echocardiogram (tee) exclusively, the wired insertion was performed and failed due to poor observation of the guidewire. Wireless insertion proceeded; implantation was successful, however the impella was reported to be in a poor position. The procedure was successful, without report of any additional issues.

Manufacturer narrative:
The impella device was not returned by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
The investigation for the reported delivery issues has been completed. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined. This report is being filed as part of a retrospective review of historical records. G1 reporting contact email revised on manufacturer device report in accordance with updated procedures.